Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to a rise in impedance. The reason for the increase was unknown. The lead is not expected to be returned for analysis. No additional adverse patient effects were reported.